Event description:
Tibial loosening occurred following a pt fall. Revision surgery is planned to replace the tibial implants.

Manufacturer narrative:
Tibial loosening occurred following a pt fall. Revision surgery is planned to replace the tibial implants. Review of the device history record indicates that the device was manufactured to specification.